Manufacturer narrative:
On 11/16/2015 the field service engineer (fse) found a broken probe wash collar spring that caused the leak and errors. The fse replaced the spring and aligned the probe wash collar to fix the instrument. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a contained fluid leak from the unicel dxh 800 coulter cellular analysis system while running quality control. There were "sam unable to proceed" and "stripper vertical drive did not sense home" error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.